Event description:
The customer reported discrepancies when comparing the bio-rad manual gel method with immucor's solid screen method on echo instrument. They observed false negative results with igg-coated red blood cells and missed antibodies anti-cw, anti-c and anti-e. The customer provided us with eight (8) cards from the allegedly defective lot of ih-card ahg anti-igg (rabbit) and two (2) patient samples (B)(6). Sample (B)(6) was leaked out upon arrival on our premises, and for sample (B)(6) only a small volume was left in the aliquot. At first the customer cards and the corresponding complaint retention sample of ih-card ahg anti-igg (rabbit) were tested manually in our quality control laboratory with four different known antibodies (anti-c, anti-e, anti-d and anti-cw) and one antibody-negative donor sample using ih-panel 11 lot: 9434011. All test results were as expected and specific, the antibodies reacted accordingly with the antigen-positive cells. The reactions of the retention and customer cards were comparable. The customer also provided two (2) patient samples, which reacted positive in the antibody identification test, only on the echo. Sample 110804516 (anti-cw) was leaked out upon arrival, therefore no tests could be carried out on this sample. For sample (B)(6) (anti-c and anti-e) only a small volume was left in the aliquot, therefore this sample could only be tested with three (3) reagent red blood cells. As the complaint was reported for missing anti-c and anti-e, c+e- and c-e+ cells were used for testing (rzr2, rr, r1r1). A negative reaction was obtained with all three (3) test cells. No samples regarding the igg-dat positive discrepancy were provided. Therefore, we could only test known igg-coated cells using ih-card ahg anti-igg (rabbit) lot: 9340010. The igg-coating was detected, we did not observe any false negative results. Based on the investigation the complaint was classified as undetermined: the retention sample and the cards provided by the customer reacted as expected in the indirect-anti-human globulin test and in the direct anti-human globulin test using known antibodies respectively igg-coated red blood cells. Due to the limited volume of the provided patient samples no expedient investigation could be done. Negative reactions in the antibody test could be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies. A review of the batch record did not show any irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.